Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient called stated they are having the same issue with using the communicator and they are frustrated because they can't depending on the devices when they are in pain. Patient stated she cut her trip short because of the communicator. Patient stated there is no power on the communicator and communicator has been charging all night. Patient stated she tried three different outlets. Agent confirmed there is no damage on the communicator port or charging cord. Agent asked patient to plug the communicator into the outlet and communicator power on with blinking green light and connected to the ins. Handset shows 63%, ins 90% and communicator 5%. Agent recommend keep the communicator plug into the outlet and monitor communicator charging level and callback for assistance if necessary. Case reopened to request replacement communicator from repair department. Pt called back and said they had contacted their mdt rep. This morning and mdt rep. Told them to call and get the communicator replaced. Pt was escalated on call and frustrated that they had to reset thew communicator every time to make the communicator work. Pt mention they typically have therapy shooting down legs to block pain signal to foot, but last night, they woke up in the middle of the morning because they were getting strong zapping signals down legs. Pt could not access their therapy because the communicator would not connect to their handset. During the call, pt reset the communicator and the communicator successfully connected to their handset. Pt saw home therapy screen. Pt mentioned they had their communicator plugged into the car outlet for 3 hours this morning and communicator had only gone from 10% to 60%. Pt said the communicator was at 90% last night and had drained down to 10% this morning. Pt called the communicator "defective" and demanded replacement communicator. Tss requested replacement communicator. Pt mentioned this was the 3-4th time they had the issue of the communicator not connecting to the handset. On (B)(6) 2026: case reopened and assigned to self to add a secure note. Pt called back and confirmed receipt of the replacement communicator. Agent instructed pt to power on the replacement communicator and observed an orange light, then instructed pt to connect the communicator to the wall charger. Agent instructed pt to power off the old communicator. Agent assisted pt with removing the old communicator from the about screen and connecting the new communicator to the mystim app.